Manufacturer narrative:
The sample was further investigated with size exclusion chromatography. The investigation found the majority of the tsh activity was in the molecular weight region that was expected for the elecsys tsh assay. However, tsh activity was found in a region with a higher molecular weight. The results relate to the presence of different glycosylated forms of the tsh protein, which were differently detected between the elecsys tsh assay and the abbott tsh assay. Macro-tsh was not detected. Further clarification of the observed discrepancy for the tsh assay is not possible with available methods and the current state of the art. Per product labeling, "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.

Manufacturer narrative:
The patient's sample was provided for an investigation. Upon further investigation of the patient sample, an interferent against the antibody label could not be found. The investigation tested the patient's sample on an e 602 module as well as an e411 analyzer. The investigation reproduced the customer's tsh result. The investigation is ongoing.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys tsh assay results for one patient tested on two cobas 8000 e 602 modules. The patient's initial elecsys tsh result was reported outside the laboratory. The customer performed repeat testing with the patient's sample on an abbott architect analyzer. Also, the patient's sample was sent for an investigation and tested on a cobas 8000 e 602 module. The customer's e 602 module had a serial number of (B)(4). The investigation's e 602 module had a serial number of (B)(4). The customer's tsh reagent lot number was 523681 with an expiration date requested but not provided. The investigation's tsh reagent lot number was 533578 with an expiration date of 31-mar-2022.